Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer, with guidance from technical support, successfully performed a pump reset and was able to start their sensor session without encountering the error again.